Event description:
It was reported that during a sleeve gastrectomy procedure, it was noticed that during the first two firings, two staples on the right hand side in the outer row did not form on each reload. The doctor oversewed the staple line and continued with the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. The analysis results showed that two ecr60t cartridge reloads (a, b) were received. The reloads were received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reloads. The reported event could not be confirmed as no malformed staples were noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.